Manufacturer narrative:
The pump was tested to full specifications on 04/11/2016. User reported failure was not detected. No failure was detected and the pump operated within specifications. The deviation of the pump flow rate accuracy was found to be 0.58%, which meets the requirement of ±5%. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. (B)(4).

Event description:
Pump finished early. Customer notes that " it worries me, because the medications that we use, if we introduce them too quickly we have a greater chance of reactions." No patient injury or harm is involved.